Event description:
It was reported that a surgical procedure on unknown date involving screws implanted into a patient¿s spine failed, causing a revision surgery on unknown date.

Manufacturer narrative:
Method: device history review;results: device history review could not be conducted because no lot number was provided. Device inspection could not be conducted because no part was returned.conclusion: an unknown spine screw was reported to have malfunctioned and has been explanted and is now part of a pending lawsuit.

Event description:
It was reported that a surgical procedure on unknown date involving screws implanted into a patient's spine failed, causing a revision surgery on unknown date.